Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, proximal left anterior descending artery (lad), which was 70% stenosed. Predilatation was performed prior to stenting with inflation to 18 atmospheres (atm) for 1 inflation. After deployment of the 3.5x33 mm xpedition stent in the proximal lad (at 14 atm for 25 seconds), and waiting for 2 minutes under negative pressure before retraction, the stent delivery system (sds) catheter could not be pulled back into the non-abbott 5f guiding catheter. The sds balloon was inflated/deflated an additional two times before the entrance of the guide catheter in order to smooth out the balloon; however, could not be successfully removed through the guide catheter. The entire system, guide wire, guide catheter and sds were removed as one unit. After retraction, the sds balloon was observed to have a poor refold. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.